Event description:
Customer reported that the insulin pump was alarming motor error and squirting the insulin out. Customer stated that the insulin pump was unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with currents in specifications and no unexpected off no power, low battery indicator or e70 alarm on the alarm history screen. No vibrator alarm due to broken vibrator motor wire. No unexpected beeps anomaly noted.